Manufacturer narrative:
1. Check the related batch record 20240626-24064908-m01z, no any non-conformance found. 2. The same batch of products did not have the same complaints or adverse events. 3. Surgical medical records were collected, which shown, 1) the patient had sudden dizziness, headache, nausea and vomiting in the early morning without any inducement, and was sent to the emergency department of the hospital at around 16pm on (B)(6) 2025. 2) after various examinations, the diagnosis was: 1. Basilar artery 6 rupture with subarachnoid hemorrhage; 2. High blood pressure; 3. Right internal carotid artery occlusion; 4. Aspiration pneumonia; the surgeon said that the basilar aneurysm rupture bleeding, patients in the treatment process and waiting for the inspection process at any time may occur in the aneurysm rupture bleeding, resulting in breathing and cardiac arrest, may occur after vasospasm cerebral infarction, hydrocephalus, and even life-threatening possibility, have recommended to transfer to the high level hospital, families of the patient require first treatment in the hospital. 3) on (B)(6) 2025, under general anesthesia, "transcatheter bare coil embolization of intracranial aneurysm + cerebrovascular angiography" was performed. During the operation, the coil premature separation and unraveled coil occurred, a stent was implanted as a corrective action. Finally, angiography showed that the tumor artery was patency, the aneurysm embolization was satisfactory, and CT showed no increase in bleeding or enlargement of the ventricle system, and no resuscitation was performed after general anesthesia. Return to the ward with the tube, and explained how serious the surgical operation it is; 4. In view of the problems of the coil premature separation and unraveled coil, the company has identified those failure modes in advance, has studied relevant solutions and has done relevant training, but the success of interventional surgery depends on many factors, such as the patient's blood vessel condition and the doctor's operation technique, which may lead to the coil premature separation and unraveled coil; 5. According to the customer feedback information collected in the market in 2024, the probability of coil premature separation of the product is 0.01%, and the unraveled coil is 0.098%. As one of the continuous improvement of the product, relevant departments of the company: research and development, production, quality etc. Have been developed to improve the product coil premature separation and unraveled coil problems.

Event description:
Reported by the doctor: surgical description: the patient suffered from aneurysm rupture and hemorrhage at the top of the basilar artery and was treated with interventional embolization. At the end of embolization, a detachable coil of 1mm'2cm was applied. The embolization was not so good, and part of the coil burst into the carrying artery, premature separation and unraveled coil occurred when the doctor pull back the coil injury description: the coil unraveled and premature separation occurs. This coil is an electric detachment coil, and premature separation occurs without electric release, leading to blockage of the basilar artery and perforator vessels, causing brain stem infarction.